Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, the patient underwent surgical intervention (B)(6) 2019, wherein the ipg was implanted deeper which resolved the issue. Reportedly, therapy was restored post operatively.